Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during a 93 second treatment, the laser stopped 30 seconds into the treatment with a slit motor error and was unable to complete the left eye (os (ocular sinister)). The right eye (od (ocular dexter)) was completed successfully. A microkeratome was used in both eyes (ou (ocular uterque)). Right eye post op ucva 20/30. Right eye scheduled for near eye/ monovision. Pre op bcva 20/20. Patient will be seen on (B)(6) 2018 and they will try and attempt a bcva no further medical intervention at this time.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
The system was evaluated by a field service engineer. The field service specialist confirmed the slit motor failure. Fss replaced the beam shaping module (bsm) to resolve the reported problem. A field service checklist was performed. The unit complied with all factory settings after repair. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.